Manufacturer narrative:
Section h10: (h3) the broken instrument reported was likely the result of repeat cleaning and sterilization cycles and exposure to impaction forces which likely led to crack initiation, propagation, and ultimate fracture of the stem inserter sphere. However, this cannot be confirmed for the stem inserter that was returned without the sphere, knob, and threads subcomponents.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during inspection of ergo pilot trays before sterilization, we discovered that the black impactor tip was broken. This did not happen during surgery, did not affect a patient. It was found in cpd after surgical use. Device to return for evaluation.